Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'up' arrow button does not always respond to button presses. The reporter indicated that no boluses have been cancelled, and no blood glucose excursions related to this. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing all keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts and the ok key was found to be inverted.